Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. Since the exact event date is unknown, the event date has been captured as the date when customer called to inform ascensia about the event. The customer did not provide the product information. Therefore, no information was captured (model # and serial #) and device manufacture date could not be determined.

Event description:
The customer reported that her blood glucose readings prior to (B)(6) 2020 were not being stored in the memory of the contour next meter. There was no allegation of an adverse event. Follow-up attempts to gather more information were unsuccessful, therefore, the customer could not be advised to return the device for evaluation and replacement device could not be sent to the customer.